Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, (B)(6) advia centaur xp (B)(6) patient results. The patient's second sample (sid (B)(6)) was sent to an alternate laboratory as part of troubleshooting to rule out an instrument related issue. The sample was tested at the laboratory on an alternate advia centaur xp system, (B)(6) reagent lot 280, resulting (B)(6). Siemens is investigating. The instruction for use (IFU) under the limitations section states the following: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." MDR 1219913-2021-00232 was filed for the same event and patient.

Event description:
(B)(6) advia centaur xp (B)(6) assay results were obtained on samples from the same patient. The (B)(6) advia centaur xp (B)(6) results were considered discordant as the patient is known to be (B)(6) for the last 20 years. The customer performed repeated testing of the same sample, resulting (B)(6). The same sample was tested on an alternate (B)(6) test method, resulting (B)(6). A second patient sample was run on the same advia centaur (B)(6) xp system a few days later, resulting (B)(6). The second sample was run on two additional (B)(6) alternate test methods, resulting (B)(6). The discordant, (B)(6) advia centaur (B)(6) xp results were not reported to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, (B)(6) advia centaur (B)(6) xp results.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00231 initial report on 22-apr-2021 for discordant, nonreactive advia centaur xp chiv assay results obtained on samples from the same patient. 23-apr-2021: additional information: siemens has been informed of the date of testing and the actual hiv results for alternate hiv test method #1 and alternate hiv test method #2. Siemens continues to investigate date of testing: (B)(6) 2021. Alternate hiv test method #1 result: 8.75 s/co (reactive). Date of testing: (B)(6) 2021. Alternate hiv test method #2 result: 2.86 (reactive). MDR 1219913-2021-00232 supplemental report 1 was filed for the same event.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00231 initial report on (B)(6) 2021 for discordant, nonreactive advia centaur xp chiv assay results obtained on samples from the same patient. MDR 1219913-2021-00231 supplemental report 1 was filed on (B)(6) 2021 for additional information. (B)(6) 2021. Additional information: siemens has completed the investigation. A known hiv positive sample resulted nonreactive with advia centaur xp chiv reagent lot 276 and with reagent lot 280 when tested at an alternate laboratory as part of troubleshooting the issue. The patient sample resulted reactive with alternate hiv test methods. Samples from this patient were provided and tested by siemens. The samples received were tested with advia centaur chiv reagent lot 280 and advia centaur hiv 1/o/2 enhanced (ehiv) reagent lot 293. The samples resulted nonreactive with chiv and were reactive with ehiv. The samples were then tested with the individual solid phase components of the ehiv assay ((hiv-1, hiv-2, type o, and p24). The samples resulted reactive with the ehiv hiv-1 and p24 solid phases. The samples resulted nonreactive with the hiv-2 and type o solid phases. The samples were serially diluted 1:10, 1:100 and 1:1000 and were tested with the solid phase components. All serial dilutions were reactive with ehiv hiv-1 and p24 solid phases. With the individual solid phases, significantly higher amounts of p24 antibody were observed than in hiv-1. Siemens was able to demonstrate with this testing the presence of high levels of anti-p24 antibody which may neutralize the reactivity of p24 antigen in the chiv assay. This explains why the sample is reactive in the ehiv assay and nonreactive in the chiv assay. The instruction for use (IFU) under the intended use states the following: "the advia centaur® hiv ag/ab combo (chiv) assay is an in vitro diagnostic immunoassay for the simultaneous qualitative detection of human immunodeficiency virus p24 antigen and antibodies to human immunodeficiency viruses type 1 (including group "o") and type 2, in serum and plasma (potassium-edta) to aid in the diagnosis of hiv infection, using the advia centaur® xp and advia centaur® xpt systems. The IFU under the limitation section states the following: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." A product non-conformance was not identified. The customer is operational. The assay is performing within specifications. No further evaluation of the device is required. MDR 1219913-2021-00232 supplemental report 2 was filed for the same event.